Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that upon retesting the valve, it was found that the setting had not changed and remained at 1.0. Reportedly, the doctor looked at the patient¿s image and thought there was no need to adjust the valve and that the pressure was appropriate. At the time of this report, the patient was out of the hospital and had no problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to brain trauma at the end of (B)(6) 2018. In (B)(6), the patient began to experience difficulty with walking normally. The patient had the setting adjusted and their condition improved. The patient also went to the hospital for rehabilitation treatment. Toward the beginning of (B)(6), the patient again experienced difficulty walking. It was suspected that the pressure setting had changed. The patient was currently still in the rehabilitation department and there was a request to have the setting adjusted.